Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error as well as hardware low level failures alarm during basal. Customer blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer states they perform self-test and insulin pump passed the self-test. Customer states insulin pump was not bumped nor dropped. Customer put a new battery in and screen that was missing the icon of reservoir and tubing. Customer states the insulin pump had reset itself. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed software error alarm, line number 5632 file number 2005 due to a software error.hardware low level failures (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at keypad assembly.